Event description:
Complainant alleged that during biomed testing, he device internally dumped the energy after charging up to discharge selected energy. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the defibrillator shut down unexpectedly after attempting to charge the device. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5 and h6: medical device problem code. Evaluation results: the device was returned to zoll medical france for evaluation. The customer's report was observed and attributed to the digital board. The digital board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.